Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon was able to complete the procedure with the suture. The hosp has reported no pt injury occurred.